Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas and reported that the pump had a time/date issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/09/2017 with the following findings: the available black box data showed evidence of a time/date reset to default setting after pump rebooting events. Time/date reset to default setting was duplicated during investigation. The initial complaint was confirmed animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.